Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a faded and discolored display screen making the display difficult to read. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the battery compartment was found to be cracked. The battery cap was still able to secure properly to the pump and no power loss events occurred during testing. Moisture damage was found inside the battery compartment; no additional moisture was observed when the pump casing was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.